Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, loss of capture and low sensing were observed. Fluoroscopy revealed that the lead had slightly pulled back. The physician decided to explant the lead.